Manufacturer narrative:
Additional information received reported that intervention was performed approximately 1 month post follow up CT. No further information is available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that when the patient returned for a follow CT where the physician observed a type ia endoleak. The physician attributed the cause of the endoleak to disease progression due to anatomy. No additional clinical sequelae were reported and the patient is being monitored.